Event description:
The event involved a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer where it was reported there was a leak during infusion of paclitaxel. The dose was administered at 1610, the patient got up at 3:30 a.m. And placed their hand on the filter and found it wet. It was stated the fluid was "bubbling from the divot." The nurse handled clean up and replaced the filter. The second incident occurred at 2:30 pm. When the last of the chemotherapy was being flushed. Patient was in bed and noticed fluids coming out of divot. Nurse decided to discard the last 6ml of treatment left in bag. The patient's gown was replaced. The set up was the filter extension was placed after the paclitaxel through secondary tubing directly to the patient line. Paclitaxel (0.77mg/ml) running at 26.3ml/hr, leak occurred roughly 11 hours after start. Furthermore, it was reported that there were 2 incidents for this dose, one occurred at around 0330 on (B)(6) 2024, and the filter was replaced and then it occurred again at 1430 on (B)(6) 2024. Tubing was replaced and therapy resumed. There was patient involvement, however, no report of harm and no delay in therapy reported. This captures the first of two occurrences.

Manufacturer narrative:
Received one used mc9013 for inspection. The inlet and outlet filter vents on the 0.2 micron filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vents on the 0.2 micron filter. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Possible lot number: 13870091 manufacturing date: 1/1/2024 expiration date: 1/1/2029.